Manufacturer narrative:
Additional information: additional procedure information received.

Event description:
Medtronic received information that imprecision was 3-4 mm off and they were unsure in what direction.

Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information that. While in a functional endoscopic sinus surgery (fess). An imprecision was observed once in the anatomy. It was noted that the patient tracker had not moved. It was noted that the patient was re-registered to complete the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.